Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the helix could not be fully retracted because the helix was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the following day after implant the right ventricular (rv) lead¿s helix would not retract during repositioning attempt. Imaging showed markers on lead which showed it should be fully retracted and the helix was obviously still stuck in the patient¿s septum. The lead was explanted and replaced. No patient complications have been reported as a result of this event.